Event description:
The reporter stated that the surgeon inserted an aspheric three piece collamer lens model cq2015a and realized the lens was torn. The surgeon removed and replaced the lens with no pt injury. The reporter stated that the surgeon tore the lens when folding it into the cartridge.

Manufacturer narrative:
Evaluation codes: results: (other) - a visual inspection of the returned product shows one haptic is torn off of the lens. There are portions of the lens optic that are torn off and are missing. There is clear surgical residue on the lens. It should be noted that the injector and cartridge were not returned for eval.